Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately two months ago. A manufacturer representative confirmed the ipg was deemed inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.